Event description:
The patient fell and experienced a loss of therapeutic effect on the right side. There were repetitive impedance measurements at both default amplitude and 4 volt amplitude settings. Electrode impedance measurement for 'all four electrodes was 1250 ohms'. Left-sided stimulation was good. Bipolar impedance measurement for electrodes 0-3 ws 932 ohms. Impedance for electrode combination 1-2 was 614 ohms. Palpation of the device area did not product additional symptoms. The hcp planned to send the patient for x-rays to determine if the leads had moved and to re-implant the patient with a laminotomy lead system.